Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2019. The complainant was unable to report the device brand name, upn and lot number; therefore the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific colonic biopsy forceps was used during an oesophago-gastroduodenoscopy (ogd) procedure performed in (B)(6) 2019. According to the complainant, 4 days post procedure, the patient presented to the hospital with epigastric pain, coffee ground vomit, and melaena. Another ogd was performed and it was noted that the duodenal biopsy sites were bleeding. 3 clips were placed to treat the bleeding. Reportedly, the bleeding was thought to be due to alcohol excess. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.